Event description:
During a transfemoral tavr procedure, a 23mm sapien xt valve was deployed into a homograft with aortic valve. During inflation, the valve embolized into the aorta. The valve could not be repositioned into the descending aorta because of the transition measuring 22mm at the ascending aorta. Attempts to over-expand the valve into the ascending aorta were also unsuccessful. The patient¿s chest was opened to retrieve the valve. At the time of the report the patient was stable. The valve embolization was attributed to a lack of calcium on the leaflets. The physicians felt the valve would hold considering all the calcium in the homograft.

Manufacturer narrative:
Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, as reported, a lack of calcium on the leaflets likely contributed to the valve embolization in to the aorta. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.